Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: "1 unit of cvc is placed through by seldinger technique eco-guided. It is channeled to the jugular vein without problem, the guide is passed. When the doctor tried to remove the guide, it opened, reason why the doctor should remove the guide with the needle, he realized that the flexible tip of the guide was obstruct at the tip of the needle".

Event description:
The customer reports: "1 unit of cvc is placed through by seldinger technique eco-guided. It is channeled to the jugular vein without problem, the guide is passed. When the doctor tried to remove the guide, it opened, reason why the doctor should remove the guide with the needle, he realized that the flexible tip of the guide was obstruct at the tip of the needle".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.